Manufacturer narrative:
Device passed displacement test and self test. Software error detected alarms in the history file. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a multiple pump error alarm. The customer¿s blood glucose level was 160 mg/dl. Customer stated that was able to successfully clear the alarm. Customer received request to rewind pump. Customer was not able to complete pump rewind. The customer was advised to the insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.